Event description:
Pacer cables were defective. Would not open completely. Patient was post-op and required vvi pacing for hypotension with a slow heart rate. Patient has an internal pacemaker. Replacement cables were obtained and the patient was then able to be paced.